Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No service history review can be performed as part number 351.16j with lot number(s) 9169275 is a lot/batch controlled item. The manufacture date of this item is 27-oct-2014. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine inspection, the reamer adapter has become unhinged and is missing a pin internally that holds the flexible shaft connector for use with jacobs chuck device together. There was no patient involvement.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a device history record review was performed for the subject device lot. Manufacturing location: synthes (B)(4). Date of manufacture: oct 20, 2014. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. A service and repair evaluation was also completed for the subject device. The customer reported the reamer adapter became unhinged and an internal pin was missing. The repair technician reported the chuck pin was missing. ¿missing parts¿ is the reason for repair. The cause of the issue is unknown. The chuck pin was replaced. The item was repaired per the inspection sheet, passed synthes final inspection on aug 10, 2016 and will be returned to the customer upon completion of the service and repair process. The service and repair evaluation confirmed the complaint condition. A root cause could not be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.